Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004813 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of reference samples buid-umd version 11 for the code no malfunction based on complaint information complaint investigations: the following test was performed: visual test according to with work instruction version 15. Test on returned unused/used/reference samples, (B)(4) passed the test. Functional test 1 according to with work instruction version 10 test on returned reference samples, (B)(4) passed the test. Functional test 1 according to with work instruction version 25 test on returned reference samples, (B)(4) passed the test. Functional test 1 according to with work instruction version 10 test on returned reference samples, (B)(4) passed the test. A batch record review was conducted resulting in the following: the lot 6004813 was manufactured according to the document version 8 in the packing process in the machine 12, on (B)(6)2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to high blood glucose on (B)(6) 2024. The patient was admitted for 14 hours. Intravenous insulin infusion was initiated to manage the patient's high blood glucose. The blood glucose level during the event was 400 mg/dl. No further information was available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.